Event description:
Brasseler received a medwatch form fda3500a (B)(4) from the FDA that was submitted to the FDA as a product problem by the customer. Brasseler has no prior record of this event. A small piece of the k-wire broke off inside the sacral 1 vertebral body as the surgeon was attempting to implant a screw, the surgeon stated that the k-wire piece is not retreatable and it will stay in the patient's vertebra.

Event description:
Brasseler received a medwatch form FDA 3500a ((B)(4)) from the FDA that was submitted to the FDA as a product problem by the customer. Brasseler has no prior record of this event. A small piece of the k-wire broke off inside the sacral 1 vertebral body as the surgeon was attempting to implant a screw, the surgeon stated that the k-wire piece is not retreatable and it will stay in the patient's vertebra.

Manufacturer narrative:
The customer returned product for this adverse event. After evaluation of the product that was returned by the customer it was determined that the product is not brasseler's item km172-26-62s k-wire .062 x 6 inches as reported and identified in the medwatch form fda3500a ((B)(4)). The product that was returned to brasseler for evaluation measured .062 x 19.5 inches. Brasseler does not manufacture a k-wire product with these dimensions and therefore we conclude that the returned k-wire that was involved in the reported incident was not a brasseler product. Brasseler will contact the customer to arrange to have product returned to customer.

Event description:
Brasseler received a medwatch form fda3500a from the FDA that was submitted to the FDA as a product problem by the customer. Brasseler has no prior record of this event. A small piece of the k-wire broke off inside the sacral 1 vertebral body as the surgeon was attempting to implant a screw, the surgeon stated that the k-wire piece is not retreatable and it will stay in the patient's vertebra.